Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the device was replaced due to the migration of the battery. The hcp stated the cause of the device "not holding up" was unknown, and the most likely cause was also unknown. To resolve the issue, the hcp stated the battery was removed and replaced. The issue had been resolved. The hcp stated the cause of the "device would come detached from their spine or something and would stop working" was not determined.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that both of the patient's interstim devices did not hold up and would come detached from their spine or something and would stop working. The patient mentioned they had talked to a manufacturer representative (rep) on the phone one time who explained how to change the program and that worked one time. [Refer to pe (B)(4) for details about the patient's current implanted system.]

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2jna5); product type: 0200-lead; implant date (B)(6) 2022 ; explant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.